Event description:
The customer alleged they received questionable ion selective electrode sodium and chloride results on their c501 analyzer. The customer alleged there were 174 patients with results that were reported outside the laboratory that were at least 10 mmol/l off. On (B)(6) 2014, the samples were sent to another laboratory and repeated on another c501 analyzer. The repeat results were considered correct and issued as corrected reports. The customer only provided data for one patient with two samples with discrepant results. The patient's initial sodium result was 148 mmol/l. The repeat result was 141 mmol/l. The customer stated both tests were run on (B)(6) 2014. The initial sodium result from the patient's second sample was 153 mmol/l. On (B)(6) 204, the repeat result was 140 mmol/l. The initial chloride result from the patient's second sample was 111 mmol/l. On (B)(6) 2014, the repeat result was 99 mmol/l. Because the patient was drawn twice and the results were high, the patient was sent to the ER. The patient was not harmed in any way. Her blood was rechecked and she was sent home. The sodium and chloride electrode lot numbers and expiration dates were requested but not provided. The field service representative found that the cell rinse volumes needed adjustment and the naoh was not being aspirated due to "low pressure in the vacuum tank" alarms. The detergent was not being drawn by the vacuum into the mixing vessel with water. He adjusted the proper reaction cell rinse volumes. He replaced the vacuum pump diaphragms and flapper valves. He ran two precision checks. The customer ran correlations with another c501 analyzer and it was determined the analyzer was fit to run patient samples. The "low pressure in the vacuum tank" alarm persisted. The field service representative went back on site and found a failure of sav valve bank, there was a clogged vacuum tube with hc waste, and the pump diaphragms needed to be replaced. He replaced the diaphragms, the vacuum solenoid bank, and the clogged vacuum tube with hc waste. The customer ran calibration and quality control successfully. Correlations were run with the sister site and approved. The field service representative then found an occluded cell wash line. He changed the line and adjusted the cell rinse mechanism. The customer performed patient correlations over three days and all of them were within acceptable limits.

Manufacturer narrative:
The sodium electrode expiration date was 02/2015. The chloride electrode expiration date was 03/2015. A definitive root cause could not be determined. The calibration monitors from the day of the event showed a high degree of variability compared to subsequent calibrations.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.